Event description:
Additional information provided indicated that the issue was not found during patient use. It was found during testing.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. During investigation, a fluid filled cassette was attached to the pump, and no issues were found with device alarming "air in line". However, the pump air detector will be replaced as a preventive measure. No fault found during investigation.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited "reading air in line". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.